Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not closing correctly at the tips; the tips were crossing/scissoring. The clips were feeding into the jaws correctly. It is unknown how many clips were deployed or if any deployed correctly. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.